Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the login was slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experienced slow login. The technical support specialist (tss) advised the customer to add the new one and try added user to the new domain while still activating the old domain. Only de-activate after all users were added and it is confirmed new domain is working. The tss submitted a product support engineer (pse) consultation, after which the pse updated the domain setting in pes. Since the issue was resolved and no further response was received, the case was closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the login was slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.